Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports confirmed in veeva to be associated. A preventative CAPA has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release.

Event description:
According to the available information, the physician placed both anchors and pulled the tension suture. The tension was not applied as diagonal as intended, and therefore instruction was provided to pull across the body. Once tension was applied correctly, the mesh came out without the dynamic anchor. The suture had ripped [broken] off the mesh, on the dynamic side. The mesh was removed and another altis was placed successfully. There was no unique anatomy noted. The procedure was delayed approximately 20 minutes.

Manufacturer narrative:
An altis sling and detached dynamic suture were received for evaluation. Examination of the sling revealed the static anchor attached to the mesh. Microscopic examination of the static anchor revealed the tines to be bent outward, indicating the anchor had been implanted and removed. Microscopic examination of the mesh where the dynamic suture was attached confirmed the welded area of the suture had delaminated and detached from the mesh. The dynamic anchor and tensioner were still attached to the suture near the welded area of the suture upon inspection. Blood residue was noted on the mesh. Based on examination of the returned product the dynamic suture detached from the mesh while trying to implant. Information received indicated the physician had initially tensioned with the incorrect angle before being corrected by the territory manager. This may have contributed to the difficulty the physician encountered during tensioning. The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports confirmed in veeva to be associated. A preventative CAPA (CAPA-000303) has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release.

Event description:
According to the available information, the physician placed both anchors and pulled the tension suture. The tension was not applied as diagonal as intended, and therefore instruction was provided to pull across the body. Once tension was applied correctly, the mesh came out without the dynamic anchor. The suture had ripped [broken] off the mesh, on the dynamic side. The mesh was removed and another altis was placed successfully. There was no unique anatomy noted. The procedure was delayed approximately 20 minutes.